Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) had powered on with a "self-test error" on the lower display. Another epg was used. Technical services (ts) explained how to clear the error and demonstrated how to create the error. The caller recycled the power several times and the epg "always" powered up to the normal default settings. The caller was going to put the epg back in service and explain the possible cause for the error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.